Event description:
It was reported that, "the hcp failed to fire the skin stapler (staple not firing) during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of a 528135 visistat 35r 6/box for investigation. Visual examination was performed with and without magnification. The staples were severely misaligned in the cover block with some staples being pushed on top of other. There were 16 staples remaining in the cover block, indicating that at least 19 were fired by the customer. The trigger was returned engaged. There was no evidence of use in the form of biological material present on the device. The stapler did not fire upon functional inspection due to the severely misaligned staples. One staple was partially formed at the mouth of the stapler, but did not form when the trigger was engaged. The stapler was disassembled, and it was observed that the saddle spring was disconnected on the right side of the cover block. This caused the staples to become misaligned. Die cast anomalies were discovered on the forming tool. No other defects or anomalies were observed. Tecate manufacturing was consulted as part of this investigation to determine if there was any excess material or flash on the cover block that resulted in the saddle spring disconnection. There were no conclusive findings and the root cause of this failure could not be conclusively linked to manufacturing. The reported complaint of "misfire/jamming-staples not firing" was confirmed based upon the sample received. The sample returned displayed severely misaligned staples. Upon functional inspection, the stapler did not fire. The stapler was then disassembled, and it was observed that the saddle spring was disconnected on the right side of the cover block. This issue was determined to be the cause of the staples not moving forward or firing when engaging the trigger. The manufacturing site was consulted, and no other defects could be found related to the cause of the saddle spring disconnection. Die cast anomalies were discovered on the forming tool. A device history record review was performed on the device with no evidence to suggest this issue as a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, "the hcp failed to fire the skin stapler (staple not firing) during use on patient". No patient harm or injury. The patient status is reported as "fine".